Event description:
It was reported that the device was unable to establish telemetry and the patient reports no having the device interrogated for over two years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).